Event description:
It was reported that the customer had high blood glucose levels in the 400mg/dl range. Customer also reported that the motorcycle she was riding on fell on her while she was stopped and this caused her sensor to become dislodged. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).